Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific issue. All available information was investigated and a conclusive cause for the unintended clip movement associated with clip opening while locked could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is filed to report clip opening while locked. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3-4. An xtr clip delivery system (cds) was advanced and grasping was performed, resulting in a good reduction of mr. The leaflets insertion was good, and the clip passed all tests prior to deployment. However, after the clip was deployed, fluoroscopy showed the clip had opened roughly 10 degrees, causing mr to slightly increase. However, the mr grade was 1-2; therefore, no additional clips were implanted. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.